Event description:
Plaintiff reports initial bilateral implantation on 2/21/84 wiht explant on 1/23/96. Plaintiff alleges various illnesses including, but not limited to, rash, fever, joint pain and memory loss.